Event description:
The ins was returned for analysis after 52.3 months of service life. The device had reset several times back to factory presets. The device was explanted in 2006 and was returned to the manufacturer for analysis. Following device replacement, the pt received sufficient therapy.

Manufacturer narrative:
Final device analysis results reveal bond wire(s) broken.